Event description:
Customer reported receiving an error 3 upon test strip insertion. There was no report of death, serious injury, or mistreatment.

Manufacturer narrative:
Complaint confirmed. Tested returned unit meter. Error 3 confirmed. Found reset calibration memory values causing the unit of measure (uom) to be selectable, the battery icon and booklet icon to appear on the display and give e-3 errors. Serial number was also corrupt. However, uom was selectable and was received at mg/dl. Error 806 was observed, indicating battery droop. Meter is inoperable. Customers and retailers have been notified by the fa16letter.